Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Some damage was noted on the lead which was confirmed to be induced at the time of explant. The helix was examined and was found to be in good condition with no anomalies found. As a result, the clinical observations were not confirmed.

Event description:
Boston scientific received information that this patient presented due to pericarditis. Investigation confirmed that the right ventricular (rv) lead had perforated the heart wall. The pericardium was drained and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.